Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, post-paced t-wave oversensing issue was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were recommended. No further information available.